Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was identified as defective during the last surgical procedure on (B)(6) 2024 and there was no injury/harm to the patient. The instrument had physical damaged at the distal end, cables were broken/damaged. No pieces were broken off or missing.